Manufacturer narrative:
G4: 23mar2020. B4: 02apr2020. The customer was sent a replacement battery to address the reported issue. Attempts were made to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. Supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/12/2020.

Event description:
The customer reported that the battery needed to be replaced. It is unknown if the device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.